Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1gm once in three days, route and duration not reported) and injection fortum (1gm, daily, route and duration not reported) for peritonitis. Action with pd therapy was not reported. At the time of this report the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient not performing peritoneal dialysis (pd) properly. On an unreported date, the patient was hospitalized for the event. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. On an unreported date, the patient was discharged from the hospital and antibiotic therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. Device code (B)(4) was replaced with (B)(4).: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.